Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was contaminated by packaging. The tyvek didn't come off cleanly and contaminated the device. Case completed with a device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis outside its sterile package, only the tyvek was received and it was found to be in good condition. In an attempt to replicate the reported incident the device was functionally evaluated and it was found that the jaws were yielded; upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. As the packaging of the device was not returned for evaluation we are unable to investigate further the reported incident of the device contaminated by packaging. The batch record was reviewed and no anomalies were noted during the manufacturing process.